Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager intermittently failed to detect the refrigerator door as closed or failed to unlock. When the door did not unlock, two clicking sounds were heard, and pharmacy staff had to stop their work, go to the treatment room, and use the remote manager key, causing workflow disruption and delays in patient care. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had intermittent lock issue. A field service engineer (fse) found multiple failures reported across the remote manager and replaced the existing pyxis bus cable. The system was tested, and service was restored. Hardware test application (hta) tests were performed for the device and associated storage spaces. The customer was advised to monitor the system following the repair. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section h manufacturer narrative. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager intermittently failed to detect the refrigerator door as closed or failed to unlock. When the door did not unlock, two clicking sounds were heard, and pharmacy staff had to stop their work, go to the treatment room, and use the remote manager key, causing workflow disruption and delays in patient care. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.